Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "scope communication error (b30)" was not confirmed and "image interference" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is damage on video connector socket. The definitive root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited scope communication error b30 and displayed image interference intermittently during reprocessing. There were no reports of patient involvement.